Event description:
There was no patient involved in this event. No status indicator flashing with good pad-pak.

Manufacturer narrative:
(B)(4). The device records 15 log entries between the (B)(6) 2015 and the (B)(6) 2016. The device records low battery fails throughout this period. Investigation no fault with the returned device. The returned pad-pak was found to be significantly depleted as to be expected with an expiry date of may 2010, this resulted in the device failing a self-test due to a low battery. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.